Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: b5, e1 initial reporter name, g2, h6 (type of investigation, investigation findings, component code, investigation conclusions). The complaint was received through a direct call from the customer to the emergency support program. Nurse called to request assistance with a leak in iab circuit alarm. Both nurses called in about the same patient as the same time. Nurse stated there had been multiple leak in iab circuit alarms throughout her shift. Nurse stated she had changed the pump, but the alarm continued to occur. When asked, nurse stated nurse had verified the connections were tight. Esp team member had performed proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at the time. Nurse stated she had tried the iab fill key several times, but the alarm had continued to go off throughout her shift. No harm or injury to the patient was reported. Esp team member explained if the alarm was to go off several times in an hour with the proper troubleshooting, to call me back so we could troubleshoot it further. Nurse asked what esp team member would suggest if that occurred. Esp team member explained nurse could decrease the augmentation control by 2 indicators. Nurse also asked what would need to be done if the alarm still occurred after the augmentation was decreased. Esp team member explained then the physician would need to make the decision to potentially replace the balloon. Esp team member also explained that since this was a new and repetitive issue, nurse needed to make sure to check the helium tubing for blood very carefully. Esp team member explained it could be small specks of black, brown, or red that would indicate a balloon leak. Nurse stated there was no discoloration. Esp team member collected product surveillance information. Esp team member did not receive any calls from nurse throughout the shift.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. Nurse called to request assistance with a leak in iab circuit alarm. Both nurses called in about the same patient as the same time. Nurse stated there had been multiple leak in iab circuit alarms throughout her shift. Nurse stated she had changed the pump, but the alarm continued to occur. When asked, nurse stated nurse had verified the connections were tight. Esp team member had performed proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at the time. Nurse stated she had tried the iab fill key several times, but the alarm had continued to go off throughout her shift. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6) hospital.

Event description:
It was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called to request assistance with a leak in iab circuit alarm. Both her and (B)(6) called in about the same patient as the same time. (B)(6) was the primary bedside nurse. She stated there had been multiple leak in iab circuit alarms throughout her shift. (B)(6) stated she had changed the pump, but the alarm continued to occur. When asked, she stated she had verified the connections were tight. I had (B)(6) perform proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at the time. (B)(6) stated she had tried the iab fill key several times, but the alarm had continued to go off throughout her shift. I explained if the alarm was to go off several times in an hour with the proper troubleshooting, to call me back so we could troubleshoot it further. (B)(6) asked what I would suggest if that occurred. I explained she could decrease the augmentation control by 2 indicators. (B)(6) also asked what would need to be done if the alarm still occurred after the augmentation was decreased. I explained then the physician would need to make the decision to potentially replace the balloon. I also explained that since this was a new and repetitive issue, (B)(6) needed to make sure to check the helium tubing for blood very carefully. I explained it could be small specks of black, brown, or red that would indicate a balloon leak. (B)(6) stated there was no discoloration. I collected product surveillance information. I provided (B)(6) my direct number if she had any questions. She was appreciative of the assistance. I did not receive any calls from (B)(6) throughout the rest of my shift.